Event description:
A user facility submitted a repair request to the olympus service center, the visera elite ii video system center exhibited error e104 indicating image noise when the power was turned on again and reconnected. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, it was observed, error e104 was noted, and damage was noted on the positioning part of the led unit. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information received from the reporter, additional information based on the legal manufacturer's final investigation, and a device history record (DHR) review. Additional information was received from the reporter indicating, a pre-use inspection of the device was performed prior to the procedure, and the reported malfunction was observed them. Event date was also provided. A review of the DHR found no deviations that could have caused or contributed to the reported issue. During device investigation, the reported issue could not be reproduced and the root cause of the could not be identified. This issue is addressed in the instructions for use (IFU): ¿[5.3 endoscope connection]. ·the video connectors should be connected to the video system center in a well-dried condition, including the electric junction. Confirm that there are no abnormalities in the electrical contact points (chemical residue, waterpipe, sebum staining, dust, gauze, etc.) Before connecting. Using the product with wet electrical contacts or foreign objects may cause the device to malfunction or fail. ·ensure that endoscopes and camera heads are connected. There is a possibility that noise may be generated in the image or that the connection may be dislodged, resulting in the loss of images. When the connection is disconnected, a color bar is displayed. ·do not apply forcible bending, pulling, twisting, or crushing to the endoscope or camera head. Otherwise, it may break the wire.¿ olympus will continue to monitor the field performance of this device.